Manufacturer narrative:
Used for catheter. See scaned page.

Event description:
It was reported that the pt was not experiencing therapeutic benefit despite a positive response during the trial. The pt's dose of baclofen had been gradually increased without effect. A pumpogram was performed during which the dye was injected into the side port of the pump. The CT scan following did not show any contrast in the intrathecal space indicating obstruction of the catheter . The drug used in the pump was baclofen 2000 mcg/ml at a dose of 200 mcg/day. It was reported the pt underwent surgical intervention (unspecified). The event was reported as ongoing.